Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 2.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem, and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.